Event description:
Event description boston scientific received information that this right ventricular lead was repositioned two months after the implant procedure due to dislodgement. Prior to the procedure, high threshold measurements were noted and the patient experienced diaphragmatic stimulation.